Event description:
Ous MDR - it was reported that about 24 months after the implantation, the shock impedance measurements were > 150 ohm. X-ray showed no relevant information but an insulation breach was suspected. The lead and the ICD were replaced. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found cut into two segments approx. 16 cm distal to the is-1 connector pin. Both segments were received for analysis. As mentioned in the complaint description, a deformation of the shock coil could be observed and the insulation between the atrial electrodes was split open and the conductor cable exposed. Furthermore, the second ring electrode was found shifted approx. 1 cm in the distal direction most likely due to strong pulling forces. These damages most likely occurred during the explantation procedure. Signs of abrasion were observed along the lead body. Further damages most likely resulted from the explantation procedure. Further visual and electrical analysis revealed no peculiarities of the conductors in the lead fragments. The root cause for the increased shock impedance could not be determined. The analysis did neither for the ICD nor for the lead reveal any sign of a material or manufacturing problem.